Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed that the upper dialysate port was disconnected from the support plate, resulting in the leak. The reported condition was verified. The cause was likely due to a mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex m100, a leak occurred at the dialysate port. There was no patient involvement. No additional information is available.